Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter facility name: university of minnesota medical center / m health fairview. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was not performed as the lot is unknown. To aid in the investigation of this incident, two photos were received for evaluation by our quality team. Both photos show syringes with a white solution in the syringes and there is some white solution in the stopper ribs. None of the photos show that white solution passed the stopper. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: two photos were provided. Both photos show syringes with a white solution in the syringes; there is some white solution in the stopper ribs; none of the photos show that white solution passed the stopper. Analysis of samples would be needed for analysis and determine a probable root cause.

Event description:
It was reported that an unspecified bd 50 ml syringe experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: material no: unknown 50ml batch no: unknown. Today, we discovered multiple sizes of bd syringes were showing signs of leakage around the stopper area when drawing up liquid.